Event description:
Event description guidant received information that due to intermittent capture ten days after implant this lead was to be repositioned when the physician noted a kink in the lead he elected to remove the lead and replace it with another lead of the same model. Hours after that replacement signs of intermittent capture were present again. The second lead was replaced and a screw-in lead was implanted.